Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Investigation results: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a profile medium oval snare was used during a polypectomy procedure. According to the complainant, during the procedure, the snare would not hook up to cautery. When the physician attempted to remove the polyp, the snare failed to cut. The procedure was completed with another profile snare. There were no patient complications reported as a result of this event.